Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that insulin pump may be missing bolus delivery. Caller reported that insulin pump did not show customer's bolus for snack nor lunch while at school. Customer's blood glucose was 500 mg/dl. Insulin pump was tested with a bolus delivery while customer was disconnected and 0.2 units of insulin were delivered and dosage was recorded in history. Caller would call back is issue persist.